Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer performed the fill tubing process and resumed insulin to resolve the issue.